Manufacturer narrative:
(B) (4): the driver was returned for eval. Visual and microscopic examination revealed fairly brittle fracture at base of hex and fillet of retention tab. Fractures are consistent with torsional fatigue. A review of the device history records did not identify any applicable non-conformance to spec.

Event description:
It was reported that the pt underwent spinal surgery. The tip of the torque limiting driver cracked while the surgeon was tightening the set screw. Another instrument was used to complete the case without further incident. No fragments were broken off the instrument. No pt complications were reported.